Manufacturer narrative:
The biomedical engineer (bme) received reports that the bedside monitor (bsm) was randomly rebooting. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 09/03/2025 emailed the bme for all information in the ni list above: the bme replied to the other questions in the email but did not have any other information. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm-1700. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) received reports that the bedside monitor (bsm) was randomly rebooting. No patient harm was reported.